Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a pairing failed alert between the ilet pump and a freestyle libre 3 plus glucose sensor, which had been inserted on the abdomen rather than the back of the arm; rescanning restored readings on the pump, and the user was guided to replace the sensor and place it per labeling to avoid future communication issues, consistent with an intermittent communication failure involving the antenna/electromagnetic component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s antenna/electromagnetic communication pathway and off-label sensor placement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.